Event description:
It was reported that during preventative maintenance testing, the external pulse generator (epg) did not continue pacing for 15 seconds during a battery changeout. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case, lower case, side bail covers, main seal and battery drawer were broken, the battery release and ring cover were contaminated, the lead flex cover was corroded, one case screw was missing, the battery contacts were compressed, the ring bail was bent, the keyboard was scratched, and the serial number label was damaged. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main pcb. Visual inspection noted flux residue, no other anomalies observed. Bench analysis found that the super capacitors failed in-circuit. A battery removal test failed. After replacing both capacitors, the battery removal test passed. Conclusion: confirmed the battery removal failure caused by a capacitor component failure.